Event description:
Report received of an independent rate change resulting in an overdelivery of heparin. The pump was programmed on channel c to deliver heparin with a volume to be infused (vtbi) of 150ml at a rate of 20 to 25ml/hr. The rotary knob was turned to run, and the nurse left the room. Approx 2 hours later, the nurse discovered that the heparin was infusing at a rate of 150ml/hr and not the intended 20 to 25ml/hr. The heparin was discontinued and the pump was removed from clinical service. No medical interventions were required. The customer reported that the pt did not experience any injury or harm. Though requested, there was no further info available.